Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during the implant attempt, the right ventricular lead was oversensing, had high impedance without the helix deployed and noise was observed. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt the right ventricular lead was oversensing, had high impedance without the helix deployed and noise was observed. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.